Event description:
At about 3 years and 9 months from the primary, revision surgery due to tibia loosening for a patient included in a clinical study. Only tibial component revised.

Manufacturer narrative:
Batch review performed on 08 nov 2024. Lot: 1907807: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2025-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.